Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text: device not returned for evaluation.

Event description:
It was reported, that because other manufacturer's catheter already implanted in the right femoral vein had to be replaced, due to poor blood aspiration etc.. When the dilator was attempted to be inserted over the guidewire, the dilator could not be advanced from the middle. Therefore, the insertion procedure of the catheter was stopped. There was no reported patient injury. The customer reported two incidents. However, only one device was returned for evaluation. This file addresses the device that was not returned.